Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/01/2025, the beta bionics ilet user and father reported that some cartridges had dents at the top and needed to be replaced. The issue was resolved by sending a replacement cartridge to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.